Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. The part and lot numbers are unk; therefore the device history records could not be reviewed. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain add'l info however, no further info has been received to date. A definitive root cause for the pt's pain cannot be determined with the info provided.

Event description:
It was reported that the pt is experiencing severe pain and loosening.